Manufacturer narrative:
Required intervention to prevent permanent impairment/damage. Product evaluation: device available for evaluation: yes. Returned to manufacturer on: 04/02/2014. The intraocular lens was returned to amo's manufacturing site for investigation. A visual inspection was performed where the returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens had surface residuals adhered to both sides of the optic body compatible with handling the lens, such as during use. No other cosmetic defect was observed. Based on the investigation no manufacturing cosmetic defect was found in the sample returned. The sample returned met product specifications. The reported complaint for a capsule tear was caused due a complication during the surgical procedure where it was reported the patient moved their head during implantation of the lens causing the tear. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that a patient moved their head during implantation of an intraocular lens (iol) in the right eye, causing a posterior capsular tear, requiring removal and replacement of the lens with a sulcus za9003 lens with 24.5 diopter power. The incision was not enlarged and no sutures were used. There was no patient injury reported.